Manufacturer narrative:
A philips technical consultant (tc) went to the customer site and confirmed that the speaker would not produce sound. The tc replaced the speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a damaged speaker. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an earlyvue vs30 vitals monitor indicating that the speaker was damaged, and there was no sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.